Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1902183. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples for further evaluation. The retained samples were examined and no signs of defect were identified. Based on the investigation results, the reported incident could not be confirmed and an exact cause related to the manufacturing process could not be determined. H3 other text : see h.10.

Event description:
It was reported when using the bd¿ syringe there was foreign matter in the device syringe. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "there's debris in the syringes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ syringe there was foreign matter in the device syringe. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "there's debris in the syringes."